Event description:
Information received indicates the brake/steer caster will continue to swivel when in the brake position.

Manufacturer narrative:
The technician found the screw that holds the caster in place was missing. The technician replaced the screw to repair the bed.